Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Initial reporter information such as the name, phone and email address are unknown. The device has not been returned. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician was attempting to advance the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (enc402300 / 10882824) through the prowler select plus, 150cm x 5cm microcatheter (606s255x / 17726935) but the enterprise stent became stuck in the hub of the microcatheter. Two enterprise® 2 stents from the same lot number (10882824) were used but under x-ray, only one of the two stents were observed to be stuck in the very distal part of the microcatheter. There was no report of patient injury or adverse event associated with the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the procedure, the physician was attempting to advance the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (catalog #: enc402300 / lot #: 10882824) through the prowler select plus, 150cm x 5cm microcatheter (catalog #: 606s255x / lot #: 17726935) but the enterprise stent became stuck in the hub of the microcatheter. Two enterprise® 2 stents from the same lot number (10882824) were used but under x-ray, only one of the two stents were observed to be stuck in the very distal part of the microcatheter. There was no report of patient injury or adverse event associated with the reported issue. The enterprise® 2 vascular reconstruction device was returned for analysis. The investigation result is documented below. A non-sterile enterprise device was received contained in a pouch. The delivery wire and introducer were inspected and there were no damages noted on these components. The stent was not returned for evaluation. No other damages were note on the received device. The functional analysis could not be performed as the stent was not returned for evaluation. Functional analysis requires the stent to be returned still inside the introducer tube for the device to undergo functional analysis. Lake region medical reviewed the device history record (DHR) relative to the manufacturing, inspecting and packaging of the lot 10882824. The history record indicates this product underwent final inspection testing at lake region medical and was determined to be acceptable. The reported issue that the enterprise stent became stuck in the microcatheter could not be confirmed with functional evaluation as the enterprise stent was not returned. With the limited information provided in the complaint and without the enterprise stent returned for analysis, the reported issue in the complaint could not be confirmed with functional analysis. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.